Manufacturer narrative:
Evaluation of the returned packing coil confirmed that the embolization coil was detached. Evaluation revealed that the pusher assembly was fractured. This damage typically occurs if the pusher assembly is retracted against resistance. Based on the reported event, the root cause of the resistance could not be determined. The fractured pusher assembly likely contributed to the reported coil detachment during the procedure. Further evaluation revealed kinks and an additional fracture on the pusher assembly and offset coil winds on the embolization coil. This damage was incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) to treat an arteriovenous fistula using a pod packing coil (packing coil) and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was mildly tortuous. During the procedure, the physician successfully implanted two non-penumbra coils into the target vessel using the microcatheter. While advancing the packing coil through the mid-shaft of the microcatheter, the packing coil stopped advancing. Under fluoroscopy, the physician noticed that the packing coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached packing coil was removed. It was reported that the packing coil was flushed out of the microcatheter. The procedure was completed using a new packing coil and three non-penumbra coils. There was no report of an adverse effect to the patient.